Manufacturer narrative:
This remediation MDR was generated under (B)(4), as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection found the tamper seal and physical condition of the pump intact. A review of the event history log did not find any no disposable problem detected but did find a high alarm display for cassette not attached properly. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: the downstream occlusion sensor was replaced.

Event description:
It was reported that during bench testing of the pump, there was a no disposable detected problem. No patient injury was reported.